Manufacturer narrative:
Additional narrative: event occurred on an unknown date in 2020. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2020, the patient underwent an unknown procedure. During the procedure, the tip of a stardrive screwdriver shaft was twisted. The procedure was successfully completed with no surgical delay. There was no patient consequence. Concomitant device reported: unknown screw (part#: unknown, lot#: unknown, quantity: unknown). This report is for one (1) stardrive screwdriver shift/t4 50mm/self-retaining/hxc. This is report 1 of 1 for (B)(4).